Event description:
It was reported, that during a da vinci-assisted prostatectomy surgical procedure, the instrument sealed, but was unable to cut. The blade became lodged in the jaws and the jaws would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument sealed but was unable to cut, an investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: it was reported, that the instrument grips did not open and/or were clamped. And is unknown if the could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint and was found to have a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage approximately 0.137¿. No conductor wire damage or snake wrist damage was found. There was heavy bio debris found at the instrument tip. The blade was manually reseated and placed on the system again. The self-test passed during in-house testing. A review of error logs showed 1 blade jammed error message (error 22025) occurring at the site using system sk2891 on march 2, 2023. Additional note: grips are still able to open and close after passing self-test. The customer cut off the integrated cord so no further functional testing was possible.

Event description:
Refer to h10/h11 for follow-up information.